Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the uss system was used for t12-l2 fixation. During the final tightening of rods, the screw head of the gold screw was worn and spun free with the wrench, and the surgeon could not fix the clamp and the rod. It was reported that after the surgery, it was found the thread of screw was wrenched off and the thread of clamp was broken. There were no infectious diseases reported for the patient. There was a 30 minute delay reported. This is report is for a unknown rod. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown spine device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.